Manufacturer narrative:
On 9/04/2025 the device in question was received into the lab for evaluation. The lab confirmed the customer's reported issue with the angulation function. Upon evaluation it was found that the right angulation wire had broken inside the coil pipe around the proximal end of the device which caused the right angulation function issue. The device usage counter indicated that it had been used 3 times since the previous repair (8/21/2025 - switch head replacement) and it had been used 22 times since the last angulation overhaul was performed (8/11/2025). A review of the previous repair record showed that after the switch head replacement had been completed the device had passed outgoing qc inspection with no angulation function issues present prior to returning to the customer. The lab was unable to determine what caused the failure of the right angulation wire to occur, however, due to the close proximity to the most recent angulation overhaul, the lab manager authorized for the needed repairs to be covered under warranty. Details regarding the condition of the device as found during evaluation were shared with the customer and on 9/04/2025 the estimate to repair the device under warranty was approved. To address the customer's concerns the following repairs were performed on the device: fer903 - olympus 190 series - level two, bnr900 - bending rubber replaced (190 series), ang908 - angulation system overhaul (pcf/cf 190 series), and int062 - colonoscope insertion tube replaced. Steris is not the manufacturer of the device, therefore UDI was not included in the MDR.

Event description:
On (B)(6) 2025, the user facility reported that the cable within the scope broke during a procedure causing the knob of the scope to not work properly. No injuries or procedural delays were reported.